Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 2.50 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and as within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that hypo tube was broken 193mm distal to the strain relief with multiple kinks along the full catheter length. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent catheter break occurred. Upon introduction of a 16 x 2.50 promus premier¿ drug-eluting stent, it was noted that the catheter broke before entering the sheath. The device never entered the patient's body and the procedure was completed with a different device. No patient complications were reported and the patent's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent catheter break occurred. Upon introduction of a 16 x 2.50 promus premier drug-eluting stent, it was noted that the catheter broke before entering the sheath. The device never entered the patient's body and the procedure was completed with a different device. No patient complications were reported and the patent's status was stable.